Event description:
It has been reported to philips that system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The analysis of the log file identified that the host pc did not start up. The rse instructed the customer to manually start up the host pc, after which the system booted up. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.